Event description:
A malfunction alarm occurred, but there were no notable events preceding this issue. The customer¿s blood glucose level was reported at 13.1mmol/l, indicating no adverse impact. Technical support provided the customer with information on resetting the pump, assisted with the reset, and confirmed that the malfunction did not recur afterward. The customer was instructed to continue using the pump and to contact support if the issue reappears, acknowledging and understanding these instructions.